Manufacturer narrative:
No button error alarm noted. Unit had no button response due to corroded keypad traces. Unable to test for battery out limit alarm due to no button response. Used a test keypad, unit responded properly to button presses, and the time advanced. No frozen screen noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm, button error alarm, and keypad anomaly. The blood glucose at the time of the incident was 247 mg/dl. Troubleshooting was performed. The device was returned for analysis.